Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation. The pictures provided were reviewed and could not confirm the stated failure mode. The clinical/medical investigation concluded that, the data presented in the aged article reported, two patients had a wound hematoma that were evacuated with needle aspiration without any persistent discharge. The outcome of the patients is unknown. In addition, the article did not provide insight or relevance to current clinical outcomes for the product/device. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The images provided in the article have been interpreted within the text; therefore, no further analysis of the images is required. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes could be patient anatomy/reaction, procedural/user error or post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
On the literature article named "use of an intramedullary hip-screw compared with a compression hip-screw with a plate for intertrochanteric femoral fractures", the authors of the study reported that, after the use of imhs for treatment of intertrochanteric femoral fractures in elderly patients, one patient did not have a successful outcome related to fracture reduction, as a gap of more than one centimeter persisted between the neck fragment and the medial wall of the femoral shaft. It is unknown how was this outcome treated.